Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user did not see drips out of the infusion set during fill tubing. Reportedly, the user had a "bad" luer lock connection and adjusting the connection resolved the issue. There was no impact to the user's blood glucose level.